Manufacturer narrative:
MFR's report date: 7/28/2010. (B)(4). The device has been requested to be returned for investigation, it has not been sent by the facility reporter. A follow up report will be submitted if further info is obtained.

Event description:
Customer reported "alaris pump running a flolan drip. The pump turned red and read 'malfunction' and then turned off. Pt was off of flolan for a few minutes while backup pump at bedside was being prepped for switch. Pt experienced side effects due to this pump malfunction - low blood pressure/oxygen desaturation to the low 80's. Rapid response team activated and pt returned to baseline after 30 minutes." Although requested, no additional info has been provided.